Manufacturer narrative:
Report source: singapore.

Event description:
Information was received that a smiths medical set, administration, intravascular had an occlusion alarm, tubing connection doesn't fit leakage on patient's connector. No patient involvement.

Manufacturer narrative:
Device evaluation: three cadd administration sets - flow stop was returned for analysis samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination. One of the samples was received with a cut in the extension tube. The asv from the samples received were compared with other piece and it was found that the nozzle from the valve is bigger, it could not be possible screw with other connector. The sample received was prime using a cadd pump solis in order to look for any difficulty; the water could not flow through the set, priming difficulty was presented. The samples were connected to a hydrostat vessel at 45 psi of pressure in order to verify it is possible prime the set, since the deformation on the pump tube do not allow prime the device for gravity nor the pump priming method; the pressure helped that the fluid could pass through the ffp system with some resistance but once connected again to the pump the fluid can be primed slowly but without need for the high pressure; when the pump was set to run, no discrepancies were detected and no alarms were activated. The sample was set for leak test using a hydrostat vessel, no leaks were detected to flow from devices, the test successfully passed. The issue was isolated to be supplier related due to the connector?s malfunction. Device history record: part number: 21-7322-24; lot number: 3819060; manufacturing date: june 2019; quantity released: (B)(4) units. Dmr's, idr's, da: no.